Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted on prid (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, lump/nodule, capsular contracture baker grade unknown

Event description:
Patient reported left side "requested information about the type of implants they have." Patient later reported "hardening cc, removed due to suspected bia ¿ alcl concerns and lumpy". Patient additionally reported "recall of textured implants due to concerns of bia alcl, hardening of implants, lumpy, tightening bia alcl concerns" and "I did also have capsular contracture baker grade unknown to myself". Device has been explanted and discarded.